Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was fixed to several different positions but all positions would not exhibit expected pacing. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.